Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient had blurry vision. The iol was exchanged for another lens model 4 months following the initial implant procedure. Clinical reason for explant was mentioned as visual distortion due to post-implantation residual cylinder which was not seen in pre-operative measurements. Additional information has been requested.